Event description:
The ra lead had phrenic stim which was discovered during reconnection testing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).